Manufacturer narrative:
Qn# (B)(4). The finished goods DHR and the DHR's for both subassemblies used in the finished goods were reviewed. Although the lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 9865. Per the DHR, lot number 9865 of product 51114v vlock ml clip 6/cart 14/box was manufactured on 22nov2019. A total of (B)(4) units were manufactured. The lot was released on 23dec2019. DHR investigation did not show issues related to complaint. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established. The complaint sample was not returned for investigation. Therefore, the root cause cannot be established.

Event description:
Doctor at (B)(6) medical center in (B)(6) mentioned at sage meeting on friday, to teleflex staff that were present, that he was having issues with the 51114v poly clips not locking consistently. The issue has already been resolved because the hospital switched from 51114v to 544240 clips recently. They switched from vessolok to hemolok. The switch took place (B)(6) 2021 at (B)(6) medical center. The facility did not keep any of the clips, that I am aware, and they did not call the rep or customer service, that I am aware. I estimated the date(s) and product amount.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Doctor at (B)(6) medical center in (B)(6) mentioned at sage meeting on friday, to teleflex staff that were present, that he was having issues with the 51114v poly clips not locking consistently. The issue has already been resolved because the hospital switched from 51114v to 544240 clips recently. They switched from vessolok to hemolok. The switch took place (B)(6) 2021 at (B)(6) medical center. The facility did not keep any of the clips, that I am aware, and they did not call the rep or customer service, that I am aware. I estimated the date(s) and product amount.